Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, noise on the atrial lead was noted causing episodes of inappropriate automatic mode switch. The lead was capped and exchanged on (B)(6) 2022. There were no consequences to the patient.